Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an unknown patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the manufacturer representative (rep) stated that in the past with a different pump patient that a motor stall occurred. The rep did not have patient information, but stated it had been previously reported. The rep thought the issue may have been due to telemetry state from a magnetic resonance imaging (MRI) that the patient had with a delay in the stall recovery. Event date was unknown. No further complications were reported/anticipated.